Event description:
It was reported that a vns pt's generator was at end of service, and that the pt was experiencing some throat "shocking" sensations. Clinic notes were submitted by the pt's treating physician and revealed that the pt has on average three seizures days a week and had experienced a "bout of increased seizure activity" where she had "several spells in a day." This event occurred while the pt was receiving vns therapy and before the generator had reached end of service. It is unk if the increase in seizures were above, below, or at prevns baseline level. It is likely that the pt will have the vns generator explanted, and be evaluated for further plans for reimplantation at a later date. Good faith attempts to obtain add'l info have been unsuccessful to date.